Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# va06evz, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that when they put the permanent ins in, the patient's back was infected. If additional information is received, a follow up report will be sent.